Event description:
Reporter alleged blood glucose result read 376 mg/dl so took 45 units of insulin based on the meter reading however began to have a seizure however began to have a seizure however it was not provided how long after the insulin was taken when the seizures began. It was stated the emergency medical technicians (emts) were called and customer was told he was low, no value provided, so he was treated with an IV, contents unknown. Reporter stated shortly after treatment, the emt tested on their meter with a result of 119 mg/dl back to back with the customer's meter with a result of 434 mg/dl performed within 10 minutes of each other. A request was made for the return of the suspect device and replacement product was sent.